Manufacturer narrative:
"The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.".

Event description:
It was observed that during the device evaluation, the nozzle of the videoscope had foreign material. There were no reports of patient involvement.